Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an acromioclavicular joint (acj) resection surgery the hood of the device bent and caught the burr causing the device to buckle and bend. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. According to the provided information a second surgery was required. Update avoe 19-jun-2024: it was confirmed that the tip of the 5 mm burr bent and that no second surgery was required.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.